Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in superficial femoral artery via common femoral artery, the delivery handle of the stent allegedly detached. However, the procedure was completed using the same device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the common femoral artery, the delivery handle of the stent allegedly detached. However, the procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample is not available for evaluation. Provided movie demonstrates the system outside patient, but still over the wire proximal to the introducer. The grip is completely broken-off from the system and not visible. Resolution is poor so that it is not clearly visible where exactly the grip broke-off from the system. The investigation leads to confirmed result for break, and detachment. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit'. Regarding access/accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. The instructions for use further state: 'predilation of the lesion should be performed using standard techniques'. Regarding resistance the instructions for use state: 'if resistance is met during delivery system introduction' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Regarding damage the instructions for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used'. Finally, the instructions for use state: 'visually confirm the delivery system integrity after removal'. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.